Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 109 mg/dl with the accu-chek aviva meter and 263 mg/dl with the accu-chek nano meter.